Event description:
It was reported that the insulin pump had a protruding drive support cap and alarmed an error. The caller advised that the blood glucose levels were stable. The caller was unsure whether the device had been dropped or bumped leading up to the alarm and damage. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.